Manufacturer narrative:
During the device evaluation, the rear motor bearings were found to be damaged, which is a probable cause of the reported overheating. The device has been repaired, but has not been returned to the user facility yet.

Event description:
It was reported that during a surgical procedure at the user facility, the cordless driver was overheating. The procedure was completed with the same device without a delay; no adverse consequences or medical intervention were reported.